Event description:
It was reported that during a lap supracervical hysterectomy procedure, the generator gave an error code indicating that there was something wrong with the instrument. The scrub tech cleaned off the tissue pad. As the continued to use the device, it was noticed that the tissue pad was missing and the device would not work. The tissue pad was found inside the 4x4 pad that was used to clean the tissue pad. Another device was used to complete the case with no patient consequence

Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.